Manufacturer narrative:
The reported event of skin and pocket erosion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was noted that the patient had an open incision and skin erosion. There was no allegation that the pacemaker was the cause of the erosion. The pacemaker was explanted. The patient was stable.